Event description:
The customer reported obtaining 0.0 results on one (1) patient sample which was run three times in manual mode, and on one 5c control sample run in manual mode involving the lh 500 hematology analyzer. The customer indicated that samples which were run in automatic (primary) mode were not impacted. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer provided printouts from one patient sample which was run three times in manual mode on the lh500, and produced non-credible, instrument flagged, results compared to the same sample run in primary mode which was considered correct.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and found the secondary mode aspiration pump lost prime due to a sticky pinch valve vl25 actuator. The fse replaced the actuator to resolve the issue and verified the repair as per established procedures.